Event description:
It was reported the patient fell last september, hit his head and only 3/16 electrodes were working. It was reported the patient had trouble with the stimulation ever since. The patient had arm surgery secondary to the fall. It was reported the patient went to the health care provider (hcp) (B)(6) 2014 and x-rays determined only 3 electrodes were working and they wanted to do a replacement. It was noted the patient thought that the manufacturer representative was responsible for this because if the fall caused the electrodes not to work, then ¿all the electrodes wouldn¿t work.¿ it was reported that some of the wires in the patient¿s ins were not functioning and the patient needed the wire replaced. Additional information has been requested, but it was not available as of the date of this report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-oct-09 reporting that the first implant was replaced due to broken leads. No further complications were reported.